Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the power pcb assembly as a precautionary measure and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during a patient event, the device powered off several times during transport. The patient did not suffer any adverse effect from result of the reported failure.